Event description:
It was reported that the patient had a cerebrospinal fluid leak (csf) while doing an implant procedure. The case was aborted, and the removed device was not returned as it was disposed by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141721. Product family: scs-linear fixation. Upn: unk-m-sc-4318. Model: sc-4318.